Manufacturer narrative:
A5 - ethnicity was updated. D9 - date returned to MFR was 17-apr-2026. H3 and h6 were updated. Two samples were returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Upon visual inspection, both infusion sites were received with adhesive pads and flanges intact, and the cannulas were observed to be bent. One tubing set and one applicator in a used extended state were also returned. No additional damage or anomalies were noted. Functional testing was conducted, and free flow was observed in both infusion sites. The reported complaint of occlusion could not be confirmed or replicated, and no root cause was identified.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was report experiencing multiple line blocked alarms recently. Alarms were confirmed to have occurred throughout last evening and into this morning. The pwd reported clearing the alarms with the current cassette (not an ICU medical product) and inspected the tubing for any kinks or damage. The pwd also changed the infusion site, tubing, and cassette (not an ICU medical product). When the infusion site was changed, the pwd observed that the cannula was bent. There was patient involvement/ no harm reported.